Event description:
It was reported that during placement of the right atrial (ra) lead, atrial undersensing and no capture were noted despite multiple location attempts. An alternative lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).